Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented to the hospital with higher than normal pump power consumption. An echocardiogram (echo) was performed which showed that the aortic valve was opening more frequently than normal and a small amount of bubbles were noted in the aorta. The patient was reportedly asymptomatic and remains under observation in the hospital.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.